Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be use error, tidal total ultra filtration removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 01:07:21. During night drain cycle four, the patient's ultrafiltration reading was 2092 ml, indicating the home patient (hp) drained 1492 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.